Event description:
It was reported that stent dislodgement occurred. While unpacking a 12 x 3.00 rebel bare metal stent for use, the physician noted that the stent was set free off of the delivery balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) and stent. The balloon was tightly folded with stent impressions between the markerbands. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation and guidewire lumens is indicative of handling beyond simply unpackaging the device, as was reported. There were numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon. The stent was received detached from the balloon. Majority of the stent was damaged with bent and flared struts. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While unpacking a 12 x 3.00 rebel bare metal stent for use, the physician noted that the stent was set free off of the delivery balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.